Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose level was 250 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.